Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue ¿no image due to communication error code¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had a communication error resulting in no image displayed. The issue was found during prior to an endoscopic sinus surgery. There were no reports of patient harm. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a communication error with the device in addition to a pixel defect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.